Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5118120) on 09-jun-2023. The most recent information was received on 28-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("she believe that the device broke open her fallopian tubes and migrated into her bladder") and bladder perforation ("she believe that the device broke open her fallopian tubes and migrated into her bladder") in a female patient who had essure inserted (lot no. 880429). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy positive test"). The patient had a medical history of c-section. In 2011, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), bladder perforation (seriousness criterion medically important), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy positive test"), pelvic pain ("keep having very bad pain"), genital haemorrhage ("very bad hemorrhaging"), abdominal pain lower ("cramping"), feeling abnormal ("she believe she has multiple babies as an abdominal pregnancy / complaining of fetal movement or pain in her abdomen / she is think there are a few boys and a couple girls. They are stuck in there") and abdominal mass ("ultrasound showed a multiple formations in her abdomen"). Essure treatment was not changed. At the time of the report, the outcomes for fallopian tube perforation, bladder perforation, abortion spontaneous, pelvic pain, genital haemorrhage, abdominal pain lower, feeling abnormal and abdominal mass were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, abdominal pain lower, abortion spontaneous, fallopian tube perforation, pregnancy with contraceptive device, bladder perforation, feeling abnormal or abdominal mass. The reporter commented: she believes that the device broke open her fallopian tubes and migrated into her bladder. She keep having very bad pain, very bad hemorrhaging, cramping, and over all her health has not been well. She also believe that a broken tube has allowed sperm and egg to meet and implant into her abdomen. She believe she have multiple babies as an abdominal pregnancy. She had positive pregnancy test but they started to come up with a false negative. She had a 4-d ultrasound long ago that showed my uterus out of place, empty and covered in an inch thick wall of gray matter, but multiple formations outside of it in my abdomen. She has also suffered a miscarriage since, but there are still babies in there. She has a fetal doppler that is medical grade and she can monitor heartbeats with and do all the time. Since coronavirus my heartbeat is only at 76 bpm but the ones she've found are all at about 136,138,142 bmp. She thinks there are a few boys and a couple girls. When they did a scan on her pelvis she felt one heartbeat up by where my bladder is located and the other over on the left side by where she saw her uterus on the 4-d scan. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (dates unknown): positive and negative. [Specialist consultation] (date unknown): complaining of fetal movement or pain in abdomen. [Ultrasound scan] (date unknown): 4-d ultrasound that showed uterus out of place, empty and covered in an inch thick wall of gray matter, but multiple formations outside of abdomen. Lot number: 880429, manufacture date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-jun-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority FDA (reference number: (B)(4)) on 09-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of fallopian tube perforation ("she believe that the device broke open her fallopian tubes and migrated into her bladder") and bladder perforation ("she believe that the device broke open her fallopian tubes and migrated into her bladder") in a female patient who had essure inserted (lot no. 880429). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnancy positive test"). The patient had a medical history of c-section. In 2011, the patient had essure inserted. An unknown time later she experienced fallopian tube perforation (seriousness criterion medically important), bladder perforation (seriousness criterion medically important), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnancy positive test"), pelvic pain ("keep having very bad pain"), genital haemorrhage ("very bad hemorrhaging"), abdominal pain lower ("cramping"), feeling abnormal ("she believe she has multiple babies as an abdominal pregnancy / complaining of fetal movement or pain in her abdomen / she is think there are a few boys and a couple girls. They are stuck in there") and abdominal mass ("ultrasound showed a multiple formations in her abdomen"). Essure treatment was not changed. At the time of the report, the outcomes for fallopian tube perforation, bladder perforation, abortion spontaneous, pelvic pain, genital haemorrhage, abdominal pain lower, feeling abnormal and abdominal mass were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, abdominal pain lower, abortion spontaneous, fallopian tube perforation, pregnancy with contraceptive device, bladder perforation, feeling abnormal or abdominal mass. The reporter commented: she believes that the device broke open her fallopian tubes and migrated into her bladder. She keep having very bad pain, very bad hemorrhaging, cramping, and over all her health has not been well. She also believe that a broken tube has allowed sperm and egg to meet and implant into her abdomen. She believe she have multiple babies as an abdominal pregnancy. She had positive pregnancy test but they started to come up with a false negative. She had a 4-d ultrasound long ago that showed my uterus out of place, empty and covered in an inch thick wall of gray matter, but multiple formations outside of it in my abdomen. She has also suffered a miscarriage since, but there are still babies in there. She has a fetal doppler that is medical grade and she can monitor heartbeats with and do all the time. Since coronavirus my heartbeat is only at 76 bpm but the ones she've found are all at about 136,138,142 bmp. She thinks there are a few boys and a couple girls. When they did a scan on her pelvis she felt one heartbeat up by where my bladder is located and the other over on the left side by where she saw her uterus on the 4-d scan. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (dates unknown): positive and negative. [Specialist consultation] (date unknown): complaining of fetal movement or pain in abdomen. [Ultrasound scan] (date unknown): 4-d ultrasound that showed uterus out of place, empty and covered in an inch thick wall of gray matter, but multiple formations outside of abdomen. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.